Manufacturer narrative:
(B)(4).

Event description:
Accidentally swallowed a lot this morning [accidental device ingestion] closed up my throat, it's still bothering me [throat constriction]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received glycerin (biotene original oral rinse ((B)(6))) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse ((B)(6)). On an unknown date, an unknown time after starting biotene original oral rinse ((B)(6)), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and throat constriction. The action taken with biotene original oral rinse ((B)(6)) was unknown. On an unknown date, the outcome of the accidental device ingestion and throat constriction were recovering/resolving. It was unknown if the reporter considered the accidental device ingestion and throat constriction to be related to biotene original oral rinse ((B)(6)). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on (B)(6) 2022. The consumer reported," do you speak english. I am (B)(6) years old and I have been using biotene for quite a while, but I accidentally swallowed a lot this morning, it has like closed up my throat. What can I do to get rid of this. Biotene oral rinse. Pardon. It closes my throat up. I cannot do that. I want to know what is your recommendation. I have drank and tried to get rid of the whatever it is doing, but its better than it was. Yes, this morning about 7 o'clock . And I have been trying to flush it down with water, but it is still bothering me."